Event description:
Ref report number (B)(4).

Manufacturer narrative:
Ge healthcare's investigation is ongoing. A f/u report will be submitted once the investigation has been completed. (B)(4) filed by the hosp, the brand name was indicated as giraffe infant warmer, however, per ge healthcare site visit, the correct device name was confirmed to be a giraffe omnibed.